Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since a polyester thread was not smooth as expected. It was reported that during preparation of the clip delivery system, a part of the polyester thread on the clip was sticking up and was not smooth as expected. The device was set aside and was not used in a procedure. There was no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported issue of clip cover frayed was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A potential product quality issue was identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.